Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade. Prior to the procedure, the physician noticed episodes recorded on the device of atrial lead noise. He decided to remove the atrial lead and replace it with a new one during the procedure. The patient was stable.